Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. There were no more devices of the same lot remaining in inventory for evaluation. It is unknown if the reported issue was caused by improper handling by the customer (such as priming overnight) or a manufacturing issue. The device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition. The heat exchanger device history record showed that there were 3 rejects for <50% coverage (visual defect) found in production and in-process inspection. Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital perfusionist reported an issue encountered with the mps delivery set during use. He reported that traces of blood were observed on the surface of the bellows of the heat exchanger. The report indicated this was found at the end of the procedure while warming. The report stated that no blood was observed in the water source, nor was water in the blood source detected. The report further stated the incident did not cause a delay in the procedure and there were no patient complications reported as a result of the alleged event. The delivery set was discarded by the facility and not returned to the manufacturer for evaluation.